Event description:
It was reported that upon interrogation during implant set-up, the device longevity showed a grey bar. The interrogation was repeated 48 hours later and the device again showed the grey bar. The device was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. A longevity calculation not performed due to the in box failure. (B)(4).